Manufacturer narrative:
The company rep examined the system and confirmed the system message (sm) occurred at startup. The valve solenoid spacers were replaced and disposed of. The system was then tested and met product specs. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. Although no sample was returned for eval, the root cause for the reported issue is attributed to non-conforming valve solenoid spacers on the fluidics module. An internal investigation was opened to address events related to system messages associated with the valve solenoid spacers. The risk mgmt report (rmr) for the infiniti system addresses both irrigation and vent valves failures as existing potential hazards/harms. The infiniti software checks for irrigation/vent valve operation and reports failures as error codes which instruct user to take immediate action. These failures are adequately mitigated during priming and during a procedure. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).

Event description:
A biomedical engineer reported that the system shut itself down. Add'l info received from another healthcare professional at the site indicated that the system shut down during surgery. They did not restart the system, but they quickly exchanged the system and finished the case without significant delay and no clinical impact or harm to the pt.